Manufacturer narrative:
This MDR submitted (B)(4) 2011, references (B)(4). (Cuvette lot #j0p3c420). Method - device has been requested. No product returned. Result - customer complaint could not be confirmed. Conclusion - no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports inr high results on protime microcoagulation system. Lab inr was 4.6. Pt's therapeutic range 2.0-3.0. No adverse event (s) reported.